Manufacturer narrative:
The stent remains in the patient. The stent delivery system was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: purple haze in visual field, stroke. Time of symptoms: after the procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the patient reported a purple haze in the lower portion of her visual field. Additionally, post procedure, the patient became hypotensive and was treated with fluids and a neo-synephrine drip. Two days post procedure, the hypotension and the visual haze resolved, however, four days post procedure, the patient suffered a stroke. Eleven days post procedure, the patient was discharged to a rehabilitation facility. Her condition has been reported as continuing. Although requested, there is no add'l info available. Study event.